Event description:
This customer reported intermittent charge/shock delays. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4): this complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.